Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure in the evening, the patient experienced a headache with visual blur. The next morning, the patient continued to report headache with visual blur and tingling in the left side of the body. No signs of stroke were observed. An oral antalgic medication was given. The case was completed. No further patient complications have been reported as a result of this event. It was further reported that the patient adverse event was associated with a biological inflammatory syndrome with "symptoms reminiscent of an ent virus." The patient had a brain magnetic resonance imaging (MRI) test and there was not significant abnormalities that could explain the painful symptoms. Additionally, a polymerase chain reaction (pcr) test and no virus was detected. The patient had extended hospitalization for 21 days. The patient condition was reported to be recovered/resolved.